Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer that during a potassium infusion on a patient from operating room, the pump module alarmed for ¿channel error¿. The device was replaced and removed from service. There was no report of patient harm. The facility¿s biomed evaluated the device; damaged iui connectors were identified and replaced.